Event description:
The doctor noticed the haptic was bent after the lens was implanted in the patient's eye. The lens was removed, and replaced by enlarging the incision.

Manufacturer narrative:
See MDR 1920664-2009-00262 for the intraocular lens used with this delivery device.